Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator sent to a third party service center failed to charge it's internal battery and the internal battery was replaced to address the issue. Additional testing done at the third party service center revealed a "service required" alarm condition occurred. The device's sensor board was replaced to address the issue.